Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a small opening slightly bigger than a pin hole was found in the sterile packaging of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
During the visual inspection of the product, a hair was found inside the sterile pouch. A manufacturing issue was determined to be a probable cause of the hair in the packaging. A nonconformance was opened to evaluate the event.the hood was not returned to the user facility, as it is not a repairable product.

Event description:
Upon follow up the user facility reported that during setup prior to a surgical procedure, a hair, not a small hole, was found in the sterile packaging of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.